Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump had alarmed during the night threshold suspend. The sensor readings would read her blood glucose at 69 mg/dl however it was really at 120 mg/dl. She would resume the insulin pump and the sensor will continue to trigger the threshold suspend feature on the insulin pump. Customer stated she actually woke up and treated of the sensor reading just to bring the sensor reading up even though blood glucose was ok. Customer declined troubleshooting. Customer is not returning the sensor for analysis.